Event description:
Distributor reported an issue with a pump involving corrupt registry, suggesting loss of history in september 2025. There was no reported impact to the customer¿s blood glucose level. The device is being returned, with an expected arrival on october 27, 2025, and a replacement pump has already been assigned.